Event description:
A relative of an acquaintance of a stryker employee from UK recently had a tka on (B)(6) 2021. Attached in attachment-intake is a photo of the implants used. The surgery was mako assisted. Since the surgery she has had abnormal results, inconsistent with a typical surgery. She has less than 60 degrees of flexion and that is only with mechanical assist. For privacy reasons, I keep the initial reporter information to a minimum.

Manufacturer narrative:
Added implant date. Reported event: an event regarding rom involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient has less than 60 degrees of flexion and that is only with mechanical assist. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #4 r-cem; cat # 5510f402; lot # lsd2y. Triathlon prim tib baseplate - cemented; cat # 5520-b-400; lot # gxl9ea. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
A relative of an acquaintance of a stryker employee from (B)(6) recently had a tka on (B)(6) 2021. Attached in attachment-intake is a photo of the implants used. The surgery was mako assisted. Since the surgery she has had abnormal results, inconsistent with a typical surgery. She has less than 60 degrees of flexion and that is only with mechanical assist. For privacy reasons, I keep the initial reporter information to a minimum.